Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5, d, and g5. Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 82-y-o patient with a 25mm valve implanted in the aortic position underwent surgery for a valve-in-valve replacement after an implant duration of approx. 15 years and 10 months due to degeneration leading to moderate/severe stenosis and moderate/severe regurgitation. There was no evidence of calcification. Physician did not feel this was a prematurely failure of the valve. A 26mm transcatheter valve was successfully implanted within the surgical edwards valve using the transapical approach. Patient was discharged home.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcified degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 25mm aortic valve, implanted in the mitral position, underwent surgery for a valve-in-valve replacement after an implant duration of approx 15 years and 10 months due to degeneration leading to moderate/severe stenosis and moderate/severe regurgitation. There was no evidence of calcification. A 26mm transcatheter valve was successfully implanted within the surgical edwards valve using the transapical approach. Patient was discharged home.